Manufacturer narrative:
Zoll has received the console for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On june 18, the customer turned on the thermogard xp ivtm system (sn (B)(6)) for patient use, but the console displayed a tcmid:05 (coolant diff failure) error that was not clearable. The console was repeatedly rebooted, but the issue persisted. The customer used a non-zoll system, blanketrol, instead of the console to begin therapy until a loaner console was installed. When the loaner was ready, the blanketrol was replaced with the loaner console to continue therapy. No patient injury reported.

Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review but was not reproduced during functional testing. The likely root cause for error message was a defective lm34 a/b temperature sensor. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages on the event date, thus confirming the reported complaint. Due to the device's aging, the service will not be performed, and zoll will offer the customer a quote for a replacement device. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).